Event description:
Dear (B)(6), the t1 (s/n: (B)(6) cannot be turned on. After replaced the driver board, the t1 can be turned on and machine function normal. Please proceed a rga of driver board (msp161500) for standard exchange. Best regards, rocky fong service engineer legend master technology

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.